Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: volume fill. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient underwent a breast augmentation revision with mentor smooth round moderate profile 700cc and underwent a bilateral volume fill on (B)(6) 2018 through the original implant site to inject saline into the devices. The patient then experienced a deflation on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side device.

Manufacturer narrative:
On 8/27/2019, mentor received additional information indicating the left side device had been discarded. Since this product was discarded for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).